Manufacturer narrative:
Our field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the o2 gas module to resolve the issue. Following the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. No further investigation can be done as the defective o2 gas module will not be returned for investigation. The cause of the reported issue in this customer product complaint has been determined. The issue was related to o2 gas module.

Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).